Manufacturer narrative:
Follow-up # 1 ¿ (10/01/2014). The patient¿s product(s) have been returned and were evaluated on 09/25/2014 (control solution) and 09/30/2014 (test strips) by lifescan product analysis with the following findings:the control solution involved with this complaint failed testing. The control solution was found to have high glucose results when tested with control solution. In addition, the test strips were also tested and the reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately low control solution results. The reporter obtained control solution readings between "103-110mg/dl" on the subject meter (onetouch ping). This falls out with the control solution range of "113-151mg/dl" for this strip lot. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.